Event description:
The reporter contacted animas on (B)(6) 2012 stating that the patient experienced low blood glucose (bg) values in the range of 22mg/dl to 33mg/dl. The patient reportedly had a seizure, was unconscious and hospitalized. On (B)(6) 2012, the patient reportedly woke up not feeling well. The pump was reportedly alarming no prime, no delivery and the patient temporarily discontinued using the pump. During this time the patient began to experience low blood glucose levels. The patient had woken up not feeling well, with a headache at 11:47am and tested their blood glucose to be 227 mg/dl. They further tested at 12:05pm 198mg/dl, and 12:57pm 33mg/dl. The reporter believes that the patient's low occurred at 12:58pm. The patient tested with two meters and received readings of 22 and 33 mg/dl. The patient was able to drink glucose drinks and eat pudding. The patient became unresponsive and an ambulance was called. The emt's arrived and the patient's blood glucose reading was 83mg/dl. The patient was administered and IV and was taken to the hospital. The patient's blood glucose level reportedly rose to 100mg/dl prior to reaching the hospital, but the patient remained unconscious. While in the hospital the patient remained in the low 100mg/dl range and began to have seizures; the patient reportedly has a seizure disorder. The patient was transferred to the ICU on (B)(6) at 9pm and then transferred to a regular room on (B)(6). At that time the patient reportedly was put back on insulin pump therapy under advisement of the endocrinologist. On the morning of (B)(6), the reporter indicated that the pump was giving no prime, no delivery alarms. The reporter indicated that when the alarm occurred the patient would disconnect and use a new cartridge, infusion set and site. The cartridge cap was confirmed to be tight and the there were no other issues noted. The reporter confirmed that the patient was disconnected when performing the cartridge change. This report is made based on the allegation that the patient experienced a hypoglycemic event after discontinuing use of the pump due to a no prime warning. No prime/no delivery warnings cease insulin delivery and would not be expected to contribute to low blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Information from the reported date is overwritten in the black box due the continuous use of the pump, no unusual "loss of prime" warnings are observed. Prime history shows a 13u primed successfully on (B)(4) 2012. The pump was suspended for 6 hours at 4pm the same day. Total daily insulin deliveries add up correctly and reveal the user's programmed basal rates. The pump powers up normally and was exercised for 24 hours with no loss of prime occurred during testing. Force sensor calibration reading is within normal specification the pump passes a 29 hour flow accuracy test and found to be delivering within specification. The power flex and the force sensor were tested for intermittent conditions or damage, no defects were found.